Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. The explant date is estimated to be the year of 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system was explanted and replaced (with a competitor's device) due to lead fracture.